Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 20, 2023. The explant date was clarified with receipt of the device. Explant was performed on (B)(6) 2023. The investigation of the impacted product was completed by the failure analysis lab on february 27, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. Additionally, a tear was noted within the crease on the posterior view measuring approximately 0.2 cm. A microscopic examination was performed, and no instrument damage was observed. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 30, 2022. The event date was clarified to be (B)(6) 2022. In addition to the symptoms listed previously, the patient also experienced left sided breast pain that radiated to the rib cage. Additional information was received on january 6, 2023. The patient's condition is improved. Replacement with mentor smooth round moderate profile 375cc saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune diagnosis/deflation. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses experienced left sided deflation and an autoimmune diagnosis post procedure. The patient was diagnosed with fibromyalgia and is experiencing migraines. As a result, an explant is scheduled for (B)(6) 2023. See 1645337-2022-15521 for contralateral prosthesis report.